Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient¿s routine clinic visit, the vad coordinator noticed a pump off alarm in the event history. The patient reportedly did not hear the alarm and no patient symptoms were reported. The system controller was exchanged.

Manufacturer narrative:
The evaluation of the returned portions of the driveline did not confirm a driveline wire compromise; however, review of the patient¿s event history from the returned system controller confirmed the reported pump stops and alarms, which appear consistent with a potential driveline wire compromise. The patient remains ongoing on lvad support with the ungrounded cable and no further related issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The pump remains in use supporting the patient; however, the two replaced portions of the driveline were returned to the manufacturer for evaluation and are being analyzed. No further information is available at this time. A supplemental report will be submitted when the analysis is completed.

Event description:
Additional information was received that the patient went to the clinic due to alarms. The patient's event history indicated that there were pump stoppages and red heart alarms, and the patient was admitted to the hospital. When the patient was connected to the power module, the pump would stop; however, when immediately switched to battery power, the pump would start. On (B)(6) 2015, the alarm reoccurred and the manufacturer's technical service technician replaced a portion of the distal end of the percutaneous lead. It was reported that after the distal end portion of the percutaneous lead was replaced, the patient experienced a red heart alarm while bending over while connected to the power module. The hospital staff requested that as much as possible of the external portion of the percutaneous lead be replaced. The second repair was performed on (B)(6) 2015 without incident. On (B)(6) 2015, it was reported that the patient called with low flow alarms. On interrogation, it was noted in the event history that multiple pump off and driveline disconnected alarms occurred. The patient has not been experiencing alarms on battery power; therefore, an ungrounded patient cable was requested.